Manufacturer narrative:
The manufacturer previously marked box b "adverse event/product problem" as both. After further investigation it was determined that the si that was caused not related to the device.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles. Patient alleged ending up in intensive care due to oxygen levels dropping from not using the machine. Medical intervention was hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.